Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with minitape mesh. Later the patient experienced urinary retention and urinary incontinence, eroded mesh, pain at the ischial spine, repeated urinary tract and yeast infections and pressure in the pelvic area. An excision of the mesh erosion and dissection were completed.